Event description:
Subsequent to the initial MDR, a correction was updated on 02/26/2026. It was clarified that that a skin reaction occurred. The wearable was inserted into an off-label insertion site on (B)(6) 2025. On (B)(6) 2025, the patient removed her sensor after completing the full wear period and inserted a new sensor at an unspecified body site. By (B)(6) 2025, she developed soreness, redness, and blistering at the previous insertion site and sought medical evaluation. The attending physician noted that a retained sensor wire was possible, although the patient could not confirm whether the wire had detached because she did not inspect the wearable upon removal and had already discarded it. No imaging studies were performed during this initial visit. She was prescribed clindamycin, to be taken every eight hours for seven days, which she completed from (B)(6) 2026. The blisters resolved; however, residual redness and soreness persisted. On 02/26/2026, technical support contacted the patient for a status update. She reported that she had subsequently been evaluated by her primary care physician and endocrinologist on (B)(6) 2026. They ordered an x-ray and ultrasound to assess for a potential retained foreign body. Both imaging studies showed no retained sensor wire. A follow-up blood test confirmed a puncture-site infection not associated with a foreign body. She was prescribed an additional oral antibiotic, dosed twice daily for seven days, though she was unable to recall the medication name. At that time, the insertion site remained red and blue in appearance, but the blisters had fully healed. She was referred to dermatology, with an appointment scheduled for (B)(6) 2026. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into an off label insertion site on (B)(6) 2025. On (B)(6) 2025, the patient removed her continuous glucose monitoring sensor after completing the full wear period and inserted a new sensor at an unspecified site. B (B)(6) 2025, she developed redness and blistering at the previous insertion location. She sought medical evaluation the same day. During the assessment, the physician noted concern that the sensor wire may have remained in the skin and potentially triggered a foreign body reaction. The used wearable device could not be inspected to confirm wire detachment, as it had already been discarded. No diagnostic imaging was performed. The patient was prescribed clindamycin (dose not reported), to be taken every eight hours for seven days. She completed the antibiotic course from (B)(6) 2026 through (B)(6) 2026. At the time of reporting, the blisters had resolved; however, redness and tenderness persisted. A follow-up appointment was scheduled for (B)(6) 2026 but had not yet occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction was updated on 03/19/2026. On that date, the patient contacted the company and provided additional information. The patient reported that technical support had contacted her on 03/19/2026. She stated that she had canceled her scheduled physician appointment and may reschedule it next month; however, no specific date had been determined. The patient reported that the affected area was improving, with only small, non-fluid-filled blisters remaining. She also confirmed that she is currently taking a blood thinner. No additional patient or event information was available at the time of follow-up.